Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that right atrial (ra) and right ventricular (rv) lead safety switches (lss) occurred due to a pace impedance measurement greater than 3000 ohms. There was some stored noise oversensing episodes of myopotentials, in the ra. There was one non-sustained ventricular tachycardia (nsvt) episode that was minute ventilation signal oversensing, in the rv. No pacing inhibition has been observed. The leads are from another manufacturer. Boston scientific technical services (ts) recommend evaluating the leads with isometrics and pocket manipulations. Device programming was optimized. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.